Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-feb-2016, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2012 the unit had quit working. The patient had surgical intervention to replace the device(s). The patient thought the whole system was replaced however device registration only indicated the lead was replaced and the replacement surgery took place on (B)(6) 2015. The patient confirmed that the device has been effective for them. The patient confirmed that the device had been effective for their arthritic problems and haven't needed a checkup; no symptoms were reported.